Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A leak occurred during a radiopharmaceutical injection using this syringe. We inspected the syringe afterwards and noticed it had a crack along it¿s wall that caused the leak, please see pictures attached. There was no deterministic harm to user or patient. However, the defect caused the radiopharmaceutical to leak and contaminate the user¿s gloved hand, leading to an additional radiation exposure for that staff member.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and one physical sample were provided to our quality team for investigation. Through visual inspection, a crack along the barrel was observed. A device history review was performed for the reported lot 2304074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.